Event description:
It was reported to boston scientific corporation on (B)(6) 2012, that an extractor pro xl balloon dilatation catheter was used in a procedure in the choledoc duct on (B)(6) 2012. According to the complaint, the catheter broke into two pieces inside of the endoscope during the procedure. The physician was able to remove both the proximal and distal pieces of the catheter by withdrawing the scope. A plastic biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an extractor pro xl retrieval balloon was used in a biliary extraction procedure in the biliary duct on (B)(6) 2012. According to the complaint, the catheter broke into two pieces inside of the endoscope during the procedure. The physician was able to remove both the proximal and distal pieces of the catheter by withdrawing the scope and it was confirmed that no pieces were left behind in the patient. A plastic biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4) for the reported event of catheter break. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Final investigation results: evaluation of complaint device was performed. Visual inspection confirmed that the catheter broke in half. The catheter was found to be stretched at the point of breakage and at other points along its length. This is consistent with excessive removal force during withdrawal through the scope. The root cause for the reported event is operational context. This failure occurs due to anatomical or procedural factor encountered during the procedure that limit the performance of the device (e.g. Tortuous anatomy or catheter caught on scope elevator). A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. Corrected information: "extractor pro xl balloon dilatation catheter" corrected to "extractor pro xl retrieval balloon."